Event description:
It was observed during the device inspection, the duodenovideoscope exhibited foreign material at the plastic distal end and the distal end cover. There was also a gap at the adhesive between the distal end and the distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seventeen (17) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the unspecified foreign material adhered to the distal cover and to the distal end z block occurred due to the foreign material could not be removed even if reprocessing was performed properly due to physical damage to the device. Additionally, it is likely that the gap between the plastic cover and the glue of the distal end occurred due to external factors or handling. The event can be detected by handling the device in accordance with the following instructions for use: inspection method is described in the reprocessing manual ¿chapter 3 cleaning, disinfection and sterilization procedures, section 3.5 manual cleaning, cleaning the external surface¿ and ¿brushing around the forceps elevator and instrument channel outlet¿ in the same section. Olympus will continue to monitor field performance for this device.